Event description:
I purchased insole from a (B)(6) in (B)(6) because the salesperson informed there's an orthotic medical device that was better than the one I was wearing, and I would not need a prescription for it. They stated they were FDA approved when I asked the young man. I took them home and tried for a week and my foot became numb. The young man said the soft insole was for diabetics and would prevent neuropathic issues in my feet. I only bought them because of the claims made by the young man. I have not found any FDA info about this company. I think they are lying about FDA approval and tests by the FDA. I think they are selling a dangerous product. The young man stated it was FDA tested and approved.